Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stated they met with their hcp and rep for implant reprogramming. Pt stated all of their leads except for two of them were nonfunctional. Pt wondered if the leads going bad was a common thing. Upon further review, pt said all of their electrodes (not leads) except for 2 were non-functional. When asked for event date, pt stated about 7 months ago they tried to increase stimulation and controller stated that it was unable to increase stimulation. Pt went to hcp and rep then to adjust stimulation and reprogram and was successful. Pt stated that about a month ago the same issue happened where they tried to increase stimulation and could not and pt met with rep and hcp today and discovered only 2 viable leads. Pt did not remember what the name of today's rep was. Pt stated the rep who was aware the issue 7 months ago was a different rep than the rep from today. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue of the leads. Pt wondered if they had to pay again for surgery to fix leads, pt redirected pt to hcp and insurance.

Manufacturer narrative:
Product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2020 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6)2024, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: (B)(6)2024, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2023-feb-28 rtg0411359 (con): information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stated they met with their hcp and rep for implant reprogramming. Pt stated all of their leads except for two of them were nonfunctional. Pt wondered if the leads going bad was a common thing. Upon further review, pt said all of their electrodes (not leads) except for 2 were non-functional. When asked for event date, pt stated about 7 months ago they tried to increase stimulation and controller stated that it was unable to increase stimulation. Pt went to hcp and rep then to adjust stimulation and reprogram and was successful. Pt stated that about a month ago the same issue happened where they tried to increase stimulation and could not and pt met with rep and hcp today and discovered only 2 viable leads. Pt did not remember what the name of today's rep was. Pt stated the rep who was aware the issue 7 months ago was a different rep than the rep from today. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue of the leads. Pt wondered if they had to pay again for surgery to fix leads, pt redirected pt to hcp and insurance. 2023-mar-08 e1 (rep): no new information. 2023-mar-20 e2 (rep): no new information. 2023-apr-12 mpxr 104915 (rep): additional information was received from the manufacturer representative (rep). It was reported that there were high impedances were 40,0000. The leads were replaced and working properly at this time. The issue was resolved.

Manufacturer narrative:
H3: product ID 977a260, serial# (B)(6) was returned for analysis. Analysis identified that conductor #1 and #4 were broken at the proximal end of the lead. Product ID 977a260, serial# (B)(6) was returned for analysis. Analysis identified that conductors #4 and #5 were broken at the proximal end of the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.